Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, she was having issues with the battery life of the insulin pump. The device had alarmed replace battery now, motor arm cannot communicate with the main arm, critical block and inverse critical block did not add to zero, and failed battery test. Troubleshooting was performed on the device a bolus was performed into the air and the device delivered it successfully. It also recorded properly in the device history file. Self-test was performed on the device and it passed. Customer then stated it was the second occurrence of change batter now without no low battery warning. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return it for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected motor arm cannot communicate with the main arm error or critical block and inverse critical block error during our testing. The insulin pump was received with normal operating currents. No unexpected replace battery now alarm or failed battery test alarm noted. However, unexpected replace battery alarm and power loss alarm was noted in the insulin pump history due to connector resistance on the j6 printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior. However, after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly, the insulin pump was monitored and functioned properly. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.